Event description:
The pump reportedly did not deliver a bolus dose when the pt pendant was pressed, however, later it was noted to deliver on it's own. There were no reports of any adverse pt events while the pump was in clinical use.